Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it gave a battery depletion (bd) alert and it was beeping. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported. Additional information was received which indicated that, the patient was having a burning sensation in the pocket area. The doctor instructed to contact the field representative to check the device. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it gave a battery depletion (bd) alert and it was beeping. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it gave a battery depletion (bd) alert and it was beeping. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported. Additional information was received which indicated that, the patient was having a burning sensation in the pocket area. The doctor instructed to contact the field representative to check the device. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this s-ICD was not able to be interrogated. Subsequently, this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it gave a battery depletion (bd) alert and it was beeping. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported. Additional information was received which indicated that, the patient was having a burning sensation in the pocket area. The doctor instructed to contact the field representative to check the device. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this s-ICD was not able to be interrogated. This s-ICD remains in service. No adverse patient effects were reported.